Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked and found low output pressure at the outlet, opened device, cleaned all tubing, found the filter clogged due to rust particles from the air tank, cleaned the air tank and outlet, water trap filters and both the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilator compressor was not working. There was no patient involvement.